Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose of 433mg/dl and the pump alarmed insert battery. Customer treated with a bolus. The call was disconnected and high blood glucose troubleshooting could not be completed. No further details given.